Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt the device move and experienced shortness of breath. Patient stated to have lost 50lbs since device implantation. This device remains in service. No adverse patient effects were reported.